Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 5.0, lab 15.8, mean 10.4, confidence limits cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr testing cannot be determined. This is adverse event case. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2007, inratio 5.0, lab 15.8. Pt was given fresh frozen plasma.